Event description:
A customer reported a malfunction on their insulin pump, resulting in their blood glucose level rising to 540 mg/dl, which exceeded 500 mg/dl. The customer addressed the high blood glucose with a correction injection using multiple daily injections (mdi), and no third-party assistance was needed. Technical support arranged to replace the pump and instructed the customer on how to manage the problematic pump and use a backup therapy in the meantime. The customer will rely on mdi until replacement pump arrives.